Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing high blood glucose readings. The current blood glucose reading is 357 mg/dl. The customer has discovered a reservoir leak. Nothing further reported.